Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that there was an under-delivery of insulin due to the keypad button response issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.